Event description:
It was originally reported that the patient experienced a loss of therapeutic effect and pain at the ins site for about 6-8 weeks. For the past few weeks he was getting up 2-3 times a night instead of 1 time. He used program 1 at 6.9v since implant but it felt like big worms moving around in his body. X-rays were taken (B)(6) 2011 and looked okay. It was noted that his doctor did not use the clinician programmer. He felt stimulation on all programs between 6.9v and higher. Stimulation was felt as a pulsing pain just below the ins. He was not able to adjust stimulation. The device was powered off. The patient experienced no pain or stimulation. The ins was turned back on. The company representative confirmed that there were no incidents that may have changed the placement of his lead or any type of damage to his system. His device was reprogrammed but still had no success and still had a strange crawling sensation. He had an appointment with his doctor on (B)(6) 2011. It was later reported that his ins was replaced. The battery depleted in 3 years but was told it would last 5-7 years. The ins was set 7.5v but had to turn it down to 5.2v until it "died". Additional information has been requested.

Manufacturer narrative:
Lead: model 3093-28, lot# v312686, implanted: (B)(6) 2009, explanted: programmer: model 3037, serial# (B)(4). (B)(4).